Manufacturer narrative:
Device received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor, force sensor or keypad assembly. Device received with a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error and moisture damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported water gets in the battery compartment causing rust. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.